Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative scoliosis underwent underwent oblique lumbar interbody fusion surgery at l2/3/4/5 on (B)(6) 2016 and posterior lumbar interbody fusion at l5/6 and l6/s as two-stage surgery on (B)(6) 2016 .on an unknown date, post-op, the cage inserted at l4/5 in olif surgery backed out towards the placed side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.